Event description:
Reportedly, the endo gia was placed at the rectum about 6 cm above the linea dentata. It could only be fired partially. The staple line was not placed correctly and the tissue was not cut by the knife. The senior surgeon changed from the laparoscopic operation to an open operation to place a correct clip row with another instrument. Another instrument was used to repair the defect.